Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 lead, (B)(6) 2006; 5076-52 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited rising thresholds and falling impedance on the low-voltage portion of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.